Event description:
Patient called to report a product issue and adverse event involving her philips dreamstation 2 CPAP machine. Patient stated she received this device as a replacement, but that this device will shut off while she's sleeping. She stated that the device gets real hot and the air coming out is hot. She stated that she uses the device day and night and has been experiencing dry mouth and having a hard time talking.